Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was oversensing due to non-physiologic signals/sic (sensing integrity counter). There was an unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant product: d314trg, ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise oversensing. The lead is suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.